Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is inconclusive as the original alleged sample was not returned for evaluation; however, two lot samples were returned which were found to exhibit a similar failure mode and were confirmed to be manufacturing related. Two cv plus statlock kits were returned for evaluation. An initial visual observation showed both kits were returned sealed. The statlock devices within the kits were labeled sample 1 and sample 2. A small amount of excess adhesive could be seen on the left side of the retainer of sample 1. The left side of the retainer of sample 1 was observed to begin to detach from the tricot pad when a relatively small amount of force was applied during handling, and the retainer continued to peel off the pad with ease until about the middle of the pad, where the retainer began to feel more secured to the pad. The left side of the retainer of sample 2 was observed to be much more secure, however the edge of the retainer was observed to be slightly separated from the pad. The left blue sliding post of sample 1 was felt tacky and did not move easily within its track. A microscopic observation of sample 1 revealed strings of adhesive between the majority of the underside of the left side of the retainer and the pad. Adhesive was also observed on nearly the entire underside of the left blue sliding post of sample 1. Very little adhesive was observed on the edge of the left side of the retainer of sample 2. The beginnings of detachment of the retainers of the returned lot samples appear to have been caused by improper adhesive application during manufacturing. The investigation was forwarded to the manufacturing facility for further evaluation, and awareness training was performed with the manufacturing operators regarding this complaint. A lot history review (lhr) of judxf282 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (judxf282) have been reported from the same facility in sweden.

Event description:
It was reported that the plastic part was loosening from pad on the statlock. It was stated this occurred with two devices used on patients. Two lot samples were returned for evaluation. This report addresses the third device.